Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had a dim display, and the patient is hospitalized in diabetic ketoacidosis (dka), with vomiting and a glucose over 500 mg/dl; unspecified positive ketones. The pump is being replaced. This complaint is being reported because the display issue was not resolved and the patient experienced dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings: the display screen has a pinkish contrast. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.